Manufacturer narrative:
No product was returned. Two photos were provided which were used to conduct the investigation; the reported fault was not found. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the cassette exhibited fluorouracil leakage around the luer lock connections between the cassette and extension tubing. No patient injury was reported.